Manufacturer narrative:
H.6. Investigation: bd had not received samples, but nine (9) photos were provided for investigation. The photos were evaluated and show three (3) tubes that are laid down each in a plastic apparatus. One (1) tube does show that the stopper is off and laying in front of the tube. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper creepout as the stoppers were all seated correctly with no stoppers being cocked or loose and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper creepout. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® urine analysis preservative tube there was sample leakage. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "item bd 364992 - urine tube w/ conser 16x100 8ml bd failed the pressure test, where the shield leaked in the first ones. Laboratory testing without patient contact. Result of the test performed with the urine tube: the specimen 23 reached a pressure of 95 kpa, but leaked after 2 minutes and 34 seconds. At the request of the (customer) representative, the test was interrupted with 11 minutes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine analysis preservative tube there was sample leakage. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "item bd 364992: urine tube w/ conser 16x100 8ml bd failed the pressure test, where the shield leaked in the first ones. Laboratory testing without patient contact. Result of the test performed with the urine tube: the specimen 23 reached a pressure of 95 kpa, but leaked after 2 minutes and 34 seconds. At the request of the (customer) representative, the test was interrupted with 11 minutes."